Event description:
Reporting status: serious injury - required intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that after implantation of two xience stents (3.0 x 28 and 3.0 x 23), a distal dissection was observed and a xience 2.25 x 12 was unable to cross through the two stents, to reach the dissection. Another company's 2.25 x 8 was implanted to treat the dissection. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that dissection is a known adverse event associated with coronary stenting as noted in the xience v IFU. Dissection can be influenced by several factors including, lesion, technique, and product size. The IFU also states that: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. A conclusive cause for the reported patient effect and the relationship of the product, if any, cannot be determined; however, there is no indication of a product quality deficiency. The other xience stent mentioned is being filed under the same MFR number.